Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information. The following sections of this report have been updated: corrected h.6 investigation conclusions and investigation findings. Added new information to h.6 type of investigation. The device was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. Imagery was not provided for review. A device history record review (DHR) and lot history were performed and did not reveal any manufacturing nonconformance that would have contributed to this complaint event. A review of the risk management documentation was performed, and no evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation. Through extensive complaint investigations, events reporting resistance during delivery system insertion or advancement through the sheath with the s3u/s3ur valve configuration have not been linked to device malfunctions or manufacturing nonconformances. Historically, root causes for these events have been associated with multiple contributing factors, including patient conditions (vascular and non-vascular), procedural variables, and use-related variability (e.g., technique, user error). These factors often interact and compound, potentially resulting in secondary device failures-such as valve frame damage or compromised sheath and delivery system components-as well as secondary complications affecting the delivery system. Notably, these secondary failures or complications are also not considered device malfunctions or manufacturing nonconformances, as they arise from the same complex interplay of external factors rather than inherent product defects. The complaint for difficulty advancing through sheath was confirmed as the reported event is consistent with the investigation documented in the technical summary written by edwards lifesciences. In this case, no information was provided regarding the patients access vessel characteristics or sheath insertion angle. A such, it is possible that one or more patient/procedural factors (access vessel calcification, tortuosity, undersized vessel diameters and/or steep sheath insertion angle) may have been present during the procedure. However, due to insufficient information, a definitive root cause is unable to be determined. The complaint for system components separate during use was unable to be confirmed due to unavailability of imagery or device. No manufacturing nonconformance was identified during evaluation. Review of the DHR did not provide any indication that a manufacturing non-conformance would have contributed to the complaints. A review of IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were noted during device unpacking or preparation. As reported, ''the valve did not deploy, and the balloon was punctured. All equipment was removed, and upon removal, a transparent portion of the sheath was found detached and remained attached to the valve skirt''. In this case, it was attempted to retrieve the commander delivery system with crimped thv back into the esheath. Non-coaxial alignment between the devices can lead to delivery system to catch onto the sheath liner, especially if patient factors (such as calcification, tortuosity, and/or undersized diameters) are present near the sheath distal tip. The operator may apply device manipulation to overcome any difficulty, which may damage and/or detach the liner as the delivery system is pulled through the sheath. As such, available information suggests that procedural factors (withdrawal of crimped thv, device manipulation) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified. An investigation has been opened to determine the root cause and implement any necessary corrective actions.

Manufacturer narrative:
Reference no. (B)(4). This is one of two manufacturer reports being submitted for this case. The investigation is ongoing.

Event description:
As reported, it was a case of a 26mm sapien 3 ultra valve in aortic position by transfemoral approach. During the procedure, significant difficulty was encountered while attempting to advance the commander delivery system with the valve through the sheath. After considerable effort, the system was eventually advanced. The team then attempted to align and deploy the valve; however, the valve did not deploy, and the balloon was found to be punctured. All equipment was removed, and upon extraction, a detached transparent portion of the sheath was discovered adhered to the valve skirt. The procedure was subsequently completed using a new kit, and the patient was reported to be doing well.